Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Svn: 000310186231. Start date of the sensor: 2019/08/18. Location of sensor insertion: abdomen. Date of sensor alert: 2019/08/21. Complaints text 08/22/2019 01:59:51 erp_rfc_user related svn 000310186231 ____________________ complaints text 08/22/2019 01:21:48 ceninm2 initial notes: pt reports that sensors only last 4 or 5 days, gets sensor updating and calibration not accepted alerts inquired what led up to the complaint. Customer response: pt was at work when he has gotten a change sensor lert change sensor/sensor updating/sg value not available/calibration not accepted t/s per dop114-980. Customer would not like to continue troubleshooting. Customer did receive a sensor updating/sg value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer's outcome pertaining to the complaint: sent 4 sensor replacements as pt says he has had about 3 incidents prior to current sensor that also had sensor updating and calibration not accepted alerts. Pt did not want to go through t/s as he is currently at work also clarified to pt that transmitter he currently has is already new software version transmitter and that transmitters may sometimes do diagnostic calibrations additional notes: mmt-7020a abdomen bg 106 inserted 4 days ago alerted on (B)(6) 2019 ship: 4xmmt-7020b/return: nothing. Leadership approved 4 sensors to be shipped.